Event description:
It was reported, three days after implant that the patient's right atrial (ra) lead had no sensing or pacing capture. Chest x-ray showed ra lead dislodgement. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).